Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and 1st degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve which involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the directions for use. Event summary: one day post index procedure, the subject developed left bundle branch block. Electrophysiology was consulted and hospitalization was prolonged. At the time of reporting, the event was considered not recovered. Two days post index procedure, the subject developed 1st degree av block. Electrophysiology was recommended for further monitoring. At the time of reporting, the event was considered not recovered